Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via a merlin.net transmission with episodes of non-sustained right ventricular oversensing and noise. The clinician was to discuss programming changes with the patient¿s following physician. No further information was available.